Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 48 mg/dl and the current blood glucose was 65 mg/dl and the sensor glucose was 52 mg/dl. Customer had pump with sensor and was working fine last week and now pump is not shutting off when she is low and was not suspending the delivery. Customer treated low blood glucose with tablets. Patient had been experiencing low blood glucose for 45 minutes with anxiety, nauseas and felt a little shaky. Based on customer report customer does not allege pump was over delivering. The patient was disconnected during the rewind and prime sequence and at this point the blood glucose was now 50 mg/dl. Customer stated that, she calibrates around 4 times per day and stated that, the blood glucose went up to 57 mg/dl by the end of the call. Customer advised to monitor pump and blood glucose and to call back if any issues occur. The device will not be returned for analysis.